Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. And customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Also, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer is completely the air removal step with an empty syringe. Tandem technical support informed customer that completing the air removal step with an empty syringe is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 365 mg/dl.